Manufacturer narrative:
This event occurred in (B)(6). The customer reviewed the systems alarm trace and verified there were instrument alarms that affected liquid level detection when samples were processed. The customer confirmed the sample and reagent probe (s/r probe) presented a horizontal mismatch when entering the sample tube, and the probe was touching the tube on the right side. The s/r probe was adjusted and checked. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for three patients tested on a cobas e 411 immunoassay analyzer. The customer confirmed calibration and qc performance were reviewed and appropriate. On (B)(6) 2020, the initial hcg results were reported outside the laboratory. On (B)(6) 2020, the customer performed testing with the samples on a new instrument for validation studies, and the customer detected a discrepancy in results. The customer performed repeat testing on the initial e 411 analyzer for confirmation. Patient 1's initial hcg result was <0.100 miu/ml. Patient 1's first repeat on the other e 411 immunoassay analyzer was 12.27 miu/ml with a data flag, and the patient's second repeat result on the initial e 411 immunoassay analyzer was 12.62 miu/ml with a data flag. Patient 2's initial hcg result was 0.595 miu/ml. Patient 2's first repeat on the other e 411 immunoassay analyzer was 1161 miu/ml with a data flag, and the patient's second repeat result on the initial e 411immunoassay analyzer was 1169 miu/ml with a data flag. Patient 3's initial hcg result was 0.313 miu/ml. Patient 3's first repeat on the other e 411 immunoassay analyzer was 4769 miu/ml with a data flag, and the patient's second repeat result on the initial e 411immunoassay analyzer was 4888 miu/ml with a data flag. The hcg reagent lot number was 470489 with an expiration date of 30-sep-2021.

Manufacturer narrative:
The service representative found the sample/reagent probe was misaligned; this was adjusted. The samples in question were reprocessed with acceptable results. The investigation determined that the issue found by the field service engineer was the root cause of the event.